Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load. The loading buttons would not grab the seal and it would not align. The hosp did not report any pt effects. The hosp intends to return the product in question. The hosp was unable to provide details on how the procedure was completed.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).